Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v361580, implanted: (B)(6) 2010, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that the patient had been having some problems with her device and was upset that the head nurse at the clinic just told her it was a urinary tract infection. It was noted that the patient had had ¿so many of those,¿ she knew what they were and the device just didn¿t work. It was reported that the patient was told that she needed to make an appointment. It was noted that the patient tried asking how to turn it off and was told to make an appointment. The reporter stated that the device worked ¿on and off¿ since time of implant. It was reported that when it was not working she went to the doctor because if she had a problem with her leg like a sore, she had a lot of trouble with it healing and ¿with pee running down her compression stockings¿ it was not very good. It was noted that this was reported to the patient¿s healthcare provider office but the nurse just told her she had a urinary tract infection and that was not what was wrong. It was reported that the patient ¿knew every public bathroom,¿ had never had reprogramming done by a manufacturer representative, and had not met with a doctor since the time of implant. The reporter stated that there were times when ¿it would almost be like a labor pain,¿ it would get worse and then it would go away. It was reported that this would especially occur if she lay down to go to bed and the stimulation sensation would be too strong. It was noted that it had finally gotten better now and was set at the same thing. The patient was on program 3 at 3.45 volts. It was reported that the patient didn¿t want to change programs, she stated it was working pretty good as it was, and the programs had been changed in the office before but she didn¿t know if she had had better symptom relief on a certain program. It was noted that the patient didn¿t want the pain that she was getting. Additional information has been requested but was not available as of the date of this report.